Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a safety disc leak test, the unit did not pass no matter how many times it was tried. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a safety disc leak test, the unit did not pass no matter how many times it was tried.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e3, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) has failed pim leak test. A getinge field service engineer (fse) verified the issue and replaced (d202-00-0140), the pim leak test was ok, and the pumping was confirmed. There was no patient involved. The defective components were received for further national repair center (nrc) investigation. Fat found no visual damage and the part looks to be in good condition. Installed the safety disk into the iabp cardiosave test fixture serial number (B)(6) . Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 rev r. Found that all functions were normal. The tests did not trigger the reported problem of the safety disk failed the leak test. Retaining the safety disk in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.